Event description:
It was reported from the office of Elmosa Dental that a Glidewell HT Implant Ø3.5 x 10 mm experienced failure to osseointegrate within three weeks of implant placement at tooth location #7. The patient was reported as a 49-year-old female. Bone quality was reported as Type II and oral hygiene was reported as good. The implant was placed on (b)(6) 2026 following immediate extraction and was not immediately loaded. The implant was removed on (b)(6) 2026. No permanent patient injury was reported. The implant was not replaced. No abnormalities with the implant or packaging were reported.

Manufacturer narrative:
An investigation will be performed and a supplemental report will be submitted with the analysis conclusion.Manufacturer reference: (b)(4).